Event description:
The customer reported that the unit failed to power up via ac or dc power.

Manufacturer narrative:
The customer reported that the unit failed to power up via ac or dc power. The unit was evaluated at phillips, and the symptom was verified. Replacing the processor pca resolved the issue.